Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or lubrication and/or wear; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 1,500 mcg/ml clonidine at 955.3 mcg/day, 5,000 mcg/ml fentanyl at 3,184.3 mcg/day, and 17 mg/ml bupivacaine at 10.827 mg/day. ¿also included in the pump is adenosine 3mg/ml @ 1.9106mg/day.¿ it was reported that the patient heard alarm on (B)(6) 2020. Pain control worsened, had discomfort, and anxiety increased. Examined in clinic and found to have stopped pump. Scheduled for or and the pump was replaced on the afternoon of same day. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included interrogating the pump and covering with po pain medication. The issue was resolved at the time of the report. There were no further complications reported/anticipated.